Event description:
Per dealer the c bracket that attaches the seat frame to the back canes has come detached. We do not have any replacement parts, will replace the entire chair.

Manufacturer narrative:
On the assembly line, the c bracket was not properly assembled. Request assembly workers following sop, rightly assemble wheelchair responsible person: (B)(4). Date: 02/10/2015. Training the fqc, make sure every wheelchair was fully inspected. Responsible person: (B)(6).